Event description:
In (B)(6) 2019, an ortho clinical diagnostic instrument sent incorrect patient data from 2011 to instrument manager. The lab is re-using sample ID's, and the instrument was not configured to delete all sample ID's after a certain timeframe. When a sample ID was used in (B)(6) 2019, the instrument located information in its database for that sample ID, but because the ortho instrument was not configured to purge historical data, the information returned to instrument manager was for a different patient from 2011. The sample that was run in (B)(6) 2019 was caught before any patient records were updated, or patient treatment provided, so there was no harm in this instance. The lab is unsure if previous patients could have been affected by this problem. The configuration on the ortho instrument has been changed so it will delete all pending sample ids after 3 days which should resolve the issue going forward. This was not an instrument manager malfunction. There is no report of patient harm.